Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic'), genital haemorrhage ('abnormal bleeding (general)') and adnexal torsion ('ovary was turning on itself') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hearing loss, ovarian cyst, cesarean section, toe operation, obesity and tremor. Concurrent conditions included ovarian cyst ((B)(6) 2010), tobacco abuse, ear pain, anxiety, pain in joint, restless leg syndrome, otitis media, chondrodermatitis nodularis chronica helicis and overweight. Concomitant products included acetylsalicylic acid (aspirin), alprazolam, celecoxib (celexa), citalopram, codeine phosphate;paracetamol ((B)(6) with codeine no.3), gabapentin, glyceryl trinitrate (nitroglycerin), lidocaine, medroxyprogesterone acetate (depo provera) from 1996 to 2012, methylprednisolone, nicotine, ropinirole and triamcinolone. In 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain abdomen") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2013, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), adnexal torsion (seriousness criterion medically significant), premature menopause ("hormonal changes describe: early menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth loss ("dental problems: loss of teeth"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery ((B)(6) 2014, unilateral salpingooophorectomy). At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, adnexal torsion, premature menopause, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth loss, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, adnexal torsion, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, premature menopause, tooth loss, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: 2006, 2008. Discrepancy noted in hysterosalpingogram dates: (B)(6) 2011, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram on (B)(6) 2010: (as per mr). Impression: bilateral fallopian tubal occlusion with essure. Coils; on (B)(6) 2011: (as per pfs). Total bilateral occlusion. Pathology test on (B)(6) 2018: gross description: received in formalin, labeled with the patient's name "walsh, pamela" and "left helical lesion," are 3 tan-white friable tissue fragments ranging from 0.2 to 0.6 cm. The epidermis of the larger fragment is tan-white and displays a 0.3 x 0.2 cm centrally ulcerated lesion located 0.1 cm from the nearest resection margin. The resection margin of the largest fragment is inked black and the specimen is trisected. The specimen is entirely filtered into a biopsy bag and submitted in cassette (B)(6). Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & medical record received: event injury was replaced with pelvic pain. New events hormonal changes describe: early menopause, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal/uti, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, bladder or urinary problems or changes, migraines / headaches, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain / loss specify which one: weight gain and ovary was turning on itself were added. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, concomitant drugs were added. Severity of event abdominal pain was updated as severe. Outcome of event abdominal pain and pelvic pain was updated as recovered/resolved. Case is now incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.